Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 31mm watchman flx laa closure device & delivery system (wds) were used. The procedure was completed successfully with the closure device implanted in the laa of the patient. There were no complications that were reported to have occurred. Twenty (20) months post procedure the patient had a transesophageal echocardiogram (tee) imaging procedure. The tee images showed that there was a device related thrombus present. The patient was kept on anticoagulation medication with a plan to have another tee procedure at a later date. The patient did not experience any consequences as a result of this event, and they have since been discharged from the hospital.